Event description:
It was reported that a pump has a system error 105. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was not returned to baxter and an evaluation could not be performed. If the device is returned an evaluation will be performed and a supplemental report will be sent.